Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to over 400 mg/dl. The patient reports the pods adhesive had failed to adhere resulting in the cannula becoming dislodged. In addition once the pod was removed from the infusion site, (abdomen) the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.